Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the right ventricular lead integrity alert was triggered, the impedance trend on the rv (right ventricular) pacing lead was variable, oversensing due to non-physiologic signals/sic (sensing integrity counter) were detected, and oversensing associated with the right ventricular lead.

Event description:
It was reported that the lead integrity alert (lia) was triggered for the right ventricular (rv) lead due to short interval counts (sic) and non-sustained ventricular tachycardia (vt) episodes. It was noted that for each vt episode, there seemed to be double counting of premature ventricular contractions (pvc). In addition, the rv lead exhibited high impedance of greater than 3000 ohms. The rv lead was reprogrammed and the patient was discharged. The patient presented once again and it was noted that the lia was triggered due to increased sic and impedance. It was noted that when the patient moved their arms up and down, oversensing noise was detected. The rv lead was subsequently explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.